Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
A healthcare professional reported trough a practice development manager that a patient received a coolsculpting elite treatment to the unknown areas using the unknown applicator and presented with paradoxical hyperplasia (ph) post treatment.

Event description:
Allergan aesthetics received additional information, patient received a coolsculpting treatment the upper abdomen on (B)(6) 2024 using the curve 240 applicator and presented with paradoxical hyperplasia (ph) post treatment. Healthcare professional later reported, "I am unsure whether this is in fact paradoxical hyperplasia, as area does not appear hard, enlarged - however patient reports area feels firmer than the rest of her tissue adjacent to this".

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b4, d4, e1. E1 - postal code: (B)(6).